Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 2017 clarifier- failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, after the plunger was pushed the plunger was not pulled back until the suture was pulled taut; therefore, the suture was slack, and the suture did not come off the o-ring (suture bearing). The prostyle device could not be removed from the anatomy, the suture was cut in order to remove the device. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the suture was cut with knife. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the prostyle instructions for use (IFU), states: using the right thumb or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body (in the arrow marker 3) and completely remove the plunger and needles from the body. Continue to pull back on the plunger until the suture is taut, which confirms the suture has been fully retracted from the body of the device. The anterior needle will be attached to the link with the suture limb. The posterior needle will be free of the suture. Reportedly, after the plunger was pushed the plunger was not pulled back until the suture was pulled taut; therefore, the suture was slack, and the suture did not come off the o-ring. In this case, it is unknown if this IFU deviation directly contributed to the reported device entrapment. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in the foot, posterior foot partially deployed in the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.